Event description:
It was reported that the rv lead was explanted due to varying high lead impedance. No patient complications were reported as a result of this event. Attorney alleges the plaintiff has sustained and will continue to sustain severe physical injuries and/or death, and severe emotional distress as a result of the lead.

Manufacturer narrative:
It reported that the rv lead was explanted due to varying high lead impedance. No patient complications were reported as a result of this event. Attorney alleges the plaintiff has sustained and will continue to sustain severe physical injuries and/or death, and severe emotional distress as a result of the lead. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications operational context contributed to event impedance, high.